Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer also reported moisture damage and compromised force sensor system. Customer did not troubleshoot their high blood glucose reading. Insulin pump will be returning for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.